Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The patient was admitted with a right internal carotid aneurysm was coiled with ev3 axiom coils and stented with a 28mm enterprise. The stent deployed with no issues. The physician had some difficulty placing the first coil, after which everything went smoothly. The patient had small aneurysm next to the larger one which was also covered by the stent. After the larger aneurysm was coiled, the physician attempted to coil the smaller aneurysm. He had difficultly accessing the site and decided to bring the patient back at another time. Two months after the index procedure, the patient was brought back to coil the 2nd aneurysm. The physician had difficulty navigating the micro-catheter (eschelon 10) through the aneurysm and through the stent. He managed to get the micro-catheter through the struts and into the aneurysm, but when he placed the first coil, the entire coil mass dropped through the stent and migrated distally. The coil (non-cordis) was not detached and was able to be retrieved. He tried again, with the same result, and decided to abort the case. There was no harm to the patient other than he could not coil the aneurysm.